Event description:
As reported by the user facility: the distal part of the cannula was broken and detached completely. Surgical intervention was required to retrieve the broken portion from the patient's vein.

Manufacturer narrative:
(B)(4). Result of examination: the received sample was taken to a visual and functional examination: the investigation revealed that the defect is due to wrong handling by the user (withdrawal and recannulation), not following the IFU. (This type of defect could be duplicated.) A review of the batch and manufacturing records revealed no abnormalities or nonconformities.